Event description:
Boston scientific received information that this patient reports that his heart rate will increase with physical activity, but not remain high enough to keep up his exercise routine. Boston scientific technical services (ts) was consulted and gave some programming options for better rate response. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.